Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed. A review of the event history log revealed a system failure: supply bgnd test. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the power supply outlets being below specification on the main board. The main board was replaced. The device was cleaned, greased, and calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a background test alarm. Per reporter, the event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.